Manufacturer narrative:
According to the field, the s-ICD will not be returned back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock to the patient due oversensing of r-waves. Surgical intervention was performed and the s-ICD was later explanted and replaced. No additional adverse patient effects were reported.